Manufacturer narrative:
On 3/9/19, it was reported to mentor that the patient experienced breast pain on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/23/2019, the code generalized illness was added per clinician review. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and developed bilateral rashes on the breast that continue toward the neck that was first observed in 2009. On (B)(6) 2018, the left implant was confirmed to have leakage. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the right side implant, see manufacturer report number 1645337-2019-08413 for contralateral prosthesis.